Event description:
Caller states the patient tested 5.6 inr on the coaguchek test system and 2.7 inr on a comparison lab. Coumadin was held due to device result, but no adverse event reported. Requested return of suspect system and replacement was sent.